Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought to the magnetic imaging resonance (MRI) department and placed on scanner d for a cerebrospinal fluid (csf) flow study. Brain and sag c and t spine images were to be taken. The patient complained of pain at the shunt site per the healthcare professional (hcp). The patient was moved to scanner b for the scans. It was noted the hcp took over the scans after the patient was put on the table of scanner d. The screening sheet had programmable shunt marked yes. The patient has had prior MRI's.